Event description:
The customer reported that during a radical prostatectomy, the device has been used for 4 to 5 hours, then a red light was observed on the system and the device stopped activating. The surgical staff then removed the device from the surgical field to clean the jaws. During the cleaning process, the tip of the waveguide disengaged from the dissector. Nothing fell into the pt cavity. Another dissector was not needed to complete the procedure as this occurred at the end of the surgery. It was reported that the waveguide may have came in contact with metal instruments that were also in use during the procedure. There was no pt injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.